Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned coronary procedure which was completed by moving the patient to another room. The philips field service engineer (fse) went onsite and confirmed that the system would not power on. Upon troubleshooting, the fse found the defective 20-amp fuse from the pdu, and burnt parts on the dsm power board, resulting in no power to the system. The fse replaced the 20-amp fuse and the power distribution unit (pdu) dual switch module and returned the defective pdu to philips for further analysis. The analysis confirmed that the 20-amp fuse blew and the components in the pdu dual switch module burned. Following the replacement of the module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid code was corrected.

Event description:
It has been reported to philips that the system went down in the middle of a procedure and would not restart. The procedure was finished in another room. There was no reported patient or user harm. The fse replaced the power distribution unit (pdu) dual switch module and returned the system to use in good working order.